Event description:
It was reported that during an anterior pelvic clearance procedure, during use it worked ok initially then the instrument locked. The surgeon struggled to unlock then the instrument wouldn't work. Message on gen11 - replace instrument. Another device was used to complete the procedure. The procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received in good condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). The yellow alert screen "reposition and reactivate" was not displayed during any functional testing. There were no anomalies noted with the functionality of the device. If the device was activated across a staple line or other metal in the jaws, this would cause the "reposition and reactivate" yellow alert screen to appear on the generator.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent additional information: was the device on a vessel/artery when it would not open? It was on a tissue bundle so there would have been vessels present. If yes, how was the device removed? (I.e. Cut off, forced opened) it was opened by pulling handle apart - complaint really is that it took too much force to open. Did the removal cause any damage to the vessel/artery? No.